Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse found that the display on the monitor was cracked. Fse ordered a replacement and returned onsite to replace it. The customer ran quality controls (qc) with acceptable results. The instrument was operating as expected. There were no further actions required by fse. The most probable cause of the reported event was due to accidental physical damage caused by the customer.

Event description:
A customer reported that they had got an error on the screen with the g8 analyzer. The customer hit the screen with a hard object instead of the eraser. The customer also got an error that the printer was out of paper. The customer tried turning the monitor off and on and the main switch on the start button off and on but neither responded. The instrument was down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
A customer reported that they had got an error on the screen with the g8 analyzer. The customer hit the screen with a hard object instead of the eraser. The customer also got an error that the printer was out of paper. The customer tried turning the monitor off and on and the main switch on the start button off and on but neither responded. The instrument was down.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.